Event description:
It was reported to boston scientific corporation on july 22, 2008, that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, after the loop of the one step button tube and loop wire were connected outside the mouth, the physician attempted to draw them into the body when the loop detached from the silicon tube. The physician held the detached loop (it did not detach in the mouth). The procedure was completed with a second one step button device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis is not complete. The cause of the reported malfunction is undetermined.